Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was plastic protruding or scraped off inside of 32 tubes. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and a plastic protrusion inside the tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of plastic protrusion in tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer performed further investigation and discovered their instrument prove was causing the plastic protrusions found in the tubes. This complaint is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was plastic protruding or scraped off inside of 32 tubes. There was no report of impact to the patient or user.